Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('fallopian tubes with embedded essure') in a 36-year-old female patient who had essure (batch no. B53663, b53553) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine and joint pain. Previously administered products included for an unreported indication: mirena iud from 2008 to 2012. Concurrent conditions included insomnia, depression, menometrorrhagia, anxiety, cough and urinary incontinence. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), 1 year after insertion of essure. On (B)(6) 2015, the patient experienced metrorrhagia ("metrorrhagia/spot in between 2 menses"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), back pain ("back pain"), fibromyalgia ("fibromyalgia"), menorrhagia ("heaavy bleeding"), polymenorrhoea ("period 15 days a month"), neck pain ("neck pain"), ovarian cyst ("cyst on right ovary"), fatigue ("fatigue"), abdominal distension ("bloating") and mood swings ("mood swing"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, dyspareunia, metrorrhagia, fibromyalgia, menorrhagia, polymenorrhoea, neck pain, ovarian cyst, fatigue, abdominal distension and mood swings outcome was unknown and the pelvic pain and back pain had resolved. The reporter considered abdominal distension, back pain, dyspareunia, embedded device, fatigue, fibromyalgia, menorrhagia, metrorrhagia, mood swings, neck pain, ovarian cyst, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: 5 coils on right, 3 coils on left . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: there is no spillage of contrast into the peritoneal cavity. Tiny amount of contrast is identified in the most central portion of the right fallopian tube. Most recent follow-up information incorporated above includes: on 29-may-2020: plaintiff fact sheet and medical records received. Event medical device removal was deleted. Lot number added. Events added from pfs- back pain, metrorrhagia, dyspareunia, embedment pelvic pain. Reporter information, aka name, historical drug, medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('fallopian tubes with embedded essure') in a 36-year-old female patient who had essure (batch no. B53663-inv, b53553) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine and joint pain. Previously administered products included for an unreported indication: mirena iud from 2008 to 2012. Concurrent conditions included insomnia, depression, menometrorrhagia, anxiety, cough and urinary incontinence. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), 1 year after insertion of essure. On (B)(6) 2015, the patient experienced metrorrhagia ("metrorrhagia/spot in between 2 menses"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), back pain ("back pain"), fibromyalgia ("fibromyalgia"), menorrhagia ("heavy bleeding"), polymenorrhoea ("period 15 days a month"), neck pain ("neck pain"), ovarian cyst ("cyst on right ovary"), fatigue ("fatigue"), abdominal distension ("bloating"), mood swings ("mood swing"), nausea ("nausea"), headache ("headaches") and flatulence ("gas is horribly painful"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, dyspareunia, metrorrhagia, fibromyalgia, menorrhagia, polymenorrhoea, neck pain, ovarian cyst, fatigue, abdominal distension, mood swings, nausea, headache and flatulence outcome was unknown and the pelvic pain and back pain had resolved. The reporter considered abdominal distension, back pain, dyspareunia, embedded device, fatigue, fibromyalgia, flatulence, headache, menorrhagia, metrorrhagia, mood swings, nausea, neck pain, ovarian cyst, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: 5 coils on right, 3 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: there is no spillage of contrast into the peritoneal cavity. Tiny amount of contrast is identified in the most central portion of the right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new events nausea, headaches and gas is horribly painful were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('fallopian tubes with embedded essure') in a 36-year-old female patient who had essure (batch no. B53663-inv, b53553) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine and joint pain. Previously administered products included for an unreported indication: mirena iud from 2008 to 2012. Concurrent conditions included insomnia, depression, menometrorrhagia, anxiety, cough and urinary incontinence. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), 1 year after insertion of essure. On (B)(6) 2015, the patient experienced metrorrhagia ("metrorrhagia/spot in between 2 menses"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), back pain ("back pain"), fibromyalgia ("fibromyalgia"), menorrhagia ("heaavy bleeding"), polymenorrhoea ("period 15 days a month"), neck pain ("neck pain"), ovarian cyst ("cyst on right ovary"), fatigue ("fatigue"), abdominal distension ("bloating") and mood swings ("mood swing"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, dyspareunia, metrorrhagia, fibromyalgia, menorrhagia, polymenorrhoea, neck pain, ovarian cyst, fatigue, abdominal distension and mood swings outcome was unknown and the pelvic pain and back pain had resolved. The reporter considered abdominal distension, back pain, dyspareunia, embedded device, fatigue, fibromyalgia, menorrhagia, metrorrhagia, mood swings, neck pain, ovarian cyst, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: 5 coils on right, 3 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: there is no spillage of contrast into the peritoneal cavity. Tiny amount of contrast is identified in the most central portion of the right fallopian tube. Most recent follow-up information incorporated above includes: on 11-jun-2020: update of information (batch is inv). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('abdominal hysterectomy') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.